Event description:
Medtronic received information regarding an axium coil that was damaged and broken. The patient was undergoing a coil embolization procedure to treat an unruptured saccular anterior circulation aneurysm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared per the instructions for use (IFU). Continuous catheter flush was administered during the procedure. There was no friction or difficulty during delivery but the coil was observed to be stretched during the filling process. The coil was removed and it was noted the coil was broken or prematurely detached. The physician had not attempted to detach the coil and did not rotate the pusher wire during the procedure. The pushwire was not bent or broken. The coil was replaced to continue the procedure. No additional intervention was required. There was no harm or injury to the patient. Ancillary device: echelon microcatheter (model/lot unknown)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The unknown echelon micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium pusher. The axium implant coil was found severely stretched and damaged within the introducer sheath with the polypropylene filament broken. The implant coil was not broken. Testing/analysis: the axium coil could not be advanced out of the introducer sheath as it was found to be stuck and was retracted out proximally. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil separation/break¿ could not be determined. The customer report of ¿coil stretch¿ was confirmed. Possible causes of coil stretching are, lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance or incompatible catheter. Customer reported vessel tortuosity as moderate, devices were prepared per IFU, no friction was noted during delivery of coil, and continuous flush was administered. The likely cause could not be determined. As the unknown echelon micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the coil stretching could not be determined. All versions of the echelon micro catheters are compatible for use with this axium device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 event updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no known issues that resulted in the coil damage/break. The coil was not detached so it was not implanted; it was removed from the microcatheter.